Event description:
It was reported that during swg removal, the physician encountered difficulty, which resulted in the uncoiling of the swg. The swg was removed in it's entirety; however, it was not replaced. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.